Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-sep-2021. The most recent information was received on 29-dec-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("one essure from the right side has migrated") and pelvic pain ("pelvic pain since insertion") in a 52 year-old female patient who had essure inserted (lot no. 626282) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of meteorism and cervix lesion. On (B)(6) 2021 she experienced back pain ("bad pain in back / backache"). Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion intervention required), ear infection ("otitis"), headache ("headache"), memory impairment ("impaired memory"), chills ("chills"), gastritis ("gastritis") with abdominal pain upper, renal disorder ("kidney disorders") with urinary tract infection and renal pain, abdominal pain ("abdominal pain"), arthralgia ("joint pain"), genital haemorrhage ("bleeding"), dizziness ("dizziness"), alopecia ("hair loss"), diarrhoea ("severe diarrhoea"), pain ("pain throughout the body"), fatigue ("fatigue"), migraine ("migraine"), sinusitis ("ear/nose/throat infections (sinuses)"), bronchitis ("ear/nose/throat infections (bronchial tube)"), heavy menstrual bleeding ("menorrhagia"), premenstrual syndrome ("premenstrual syndrome"), cervical polyp ("pseudoangiomatous endocervical polyp"), uterine cervix stenosis ("stenosis of the endocervix"), pollakiuria ("pollakiuria"), cognitive disorder ("cognitive problems"), burnout syndrome ("burn out"), sleep disorder ("sleep disorders"), abnormal weight gain ("heavy weight gain"), myalgia ("muscle pain"), ear pruritus ("itching of the ear canal"), tinnitus ("tinnitus"), dry eye ("dry eye syndrome"), dry skin ("dry skin"), pruritus ("itching"), urticaria ("hives"), neck pain ("neck pain") and gait disturbance ("difficulty walking for a long time"). The patient was treated with surgery (uterus and fallopian tubes removed). At the time of the report, the back pain, headache, memory impairment, chills, renal disorder, abdominal pain, arthralgia, dizziness, alopecia, diarrhoea, pain, fatigue and migraine were resolving and the ear infection, gastritis, sinusitis and bronchitis had not resolved. The outcomes for device dislocation, pelvic pain, genital haemorrhage, heavy menstrual bleeding, premenstrual syndrome, cervical polyp, uterine cervix stenosis, pollakiuria, cognitive disorder, burnout syndrome, sleep disorder, abnormal weight gain, myalgia, ear pruritus, tinnitus, dry eye, dry skin, pruritus, urticaria, neck pain and gait disturbance were unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, bronchitis, burnout syndrome, cervical polyp, chills, cognitive disorder, device dislocation, diarrhoea, dizziness, dry eye, dry skin, ear infection, ear pruritus, fatigue, gait disturbance, gastritis, genital haemorrhage, headache, heavy menstrual bleeding, memory impairment, migraine, myalgia, neck pain, pain, pelvic pain, pollakiuria, premenstrual syndrome, pruritus, renal disorder, sinusitis, sleep disorder, tinnitus, urticaria and uterine cervix stenosis to be related to essure administration. The reporter commented: she was waiting to come back for a magnetic resonance imaging (MRI). She performed some tests to find out where the right side migrated essure could be (result not provided at time of this report 23-sep-2021. Product removal date updatedto (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. [Computerised tomogram pelvis] on (B)(6) 2021: revealed a left essure that had an unusual appearance with an "added" metallic component, nodular, measured at 6 mm. [Magnetic resonance imaging abdominal] on (B)(6) 2021: right essure implant was absent. Lot number:626282. Manufacturing date: 2007-12. Expiration date: 2009-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-sep-2021. The most recent information was received on 23-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('one essure from the right side has migrated') in a 52-year-old female patient who had essure (batch no. 626282) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient experienced back pain ("bad pain in back / backache"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), ear infection ("otitis"), headache ("headache"), memory impairment ("impaired memory"), chills ("chills"), gastritis ("gastritis") with abdominal pain upper, renal disorder ("kidney disorders") with renal pain and urinary tract infection, abdominal pain ("abdominal pain") and arthralgia ("joint pain"). Essure treatment was not changed. At the time of the report, the device dislocation, back pain, ear infection, headache, memory impairment, chills, gastritis, renal disorder, abdominal pain and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, chills, device dislocation, ear infection, gastritis, headache, memory impairment and renal disorder with essure. The reporter commented: she was waiting to come back for a magnetic resonance imaging (MRI). She performed some tests to find out where the right side migrated essure could be (result not provided at time of this report (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kgs. Lot number: 626282, manufacturing date: 2007-12, and expiration date: 2009-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-sep-2021: the follow information were updated recurrent urinary tract infection, headache, otitis, memory impaired, kidney disorder, chills, abdominal pain, joint pain, gastritis, device migration, seriousness criteria were transferred from back pain to device dislocation. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-sep-2021. The most recent information was received on 30-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("one essure from the right side has migrated") and pelvic pain ("pelvic pain since insertion") in a 52 year-old female patient who had essure inserted (lot no. 626282) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of meteorism and cervix lesion. On (B)(6) 2021, she experienced back pain ("bad pain in back / backache"). Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion intervention required), abdominal pain upper ("bad pain in stomach"), renal pain ("bad pain in kidney"), ear infection ("otitis"), urinary tract infection ("urinary tract infections"), headache ("headache"), memory impairment ("impaired memory"), chills ("chills"), gastritis ("gastritis"), renal disorder ("kidney disorders"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), genital haemorrhage ("bleeding"), dizziness ("dizziness"), alopecia ("hair loss"), diarrhoea ("severe diarrhoea"), pain ("pain throughout the body"), fatigue ("fatigue"), migraine ("migraine"), sinusitis ("ear/nose/throat infections (sinuses)"), bronchitis ("ear/nose/throat infections (bronchial tube)"), heavy menstrual bleeding ("menorrhagia"), premenstrual syndrome ("premenstrual syndrome"), cervical polyp ("pseudoangiomatous endocervical polyp"), uterine cervix stenosis ("stenosis of the endocervix"), pollakiuria ("pollakiuria"), cognitive disorder ("cognitive problems"), burnout syndrome ("burn out"), sleep disorder ("sleep disorders"), abnormal weight gain ("heavy weight gain"), myalgia ("muscle pain"), ear pruritus ("itching of the ear canal"), tinnitus ("tinnitus"), dry eye ("dry eye syndrome"), dry skin ("dry skin"), pruritus ("itching"), urticaria ("hives"), neck pain ("neck pain") and gait disturbance ("difficulty walking for a long time"). The patient was treated with surgery (uterus and fallopian tubes removed). At the time of the report, the back pain, headache, memory impairment, chills, renal disorder, abdominal pain, arthralgia, dizziness, alopecia, diarrhoea, pain, fatigue and migraine were resolving and the ear infection, gastritis, sinusitis and bronchitis had not resolved. The outcomes for device dislocation, pelvic pain, genital haemorrhage, heavy menstrual bleeding, premenstrual syndrome, cervical polyp, uterine cervix stenosis, pollakiuria, cognitive disorder, burnout syndrome, sleep disorder, abnormal weight gain, myalgia, ear pruritus, tinnitus, dry eye, dry skin, pruritus, urticaria, neck pain and gait disturbance were unknown. The reporter considered abdominal pain, abdominal pain upper, abnormal weight gain, alopecia, arthralgia, back pain, bronchitis, burnout syndrome, cervical polyp, chills, cognitive disorder, device dislocation, diarrhoea, dizziness, dry eye, dry skin, ear infection, ear pruritus, fatigue, gait disturbance, gastritis, genital haemorrhage, headache, heavy menstrual bleeding, memory impairment, migraine, myalgia, neck pain, pain, pelvic pain, pollakiuria, premenstrual syndrome, pruritus, renal disorder, renal pain, sinusitis, sleep disorder, tinnitus, urinary tract infection, urticaria and uterine cervix stenosis to be related to essure administration. The reporter commented: she was waiting to come back for a magnetic resonance imaging (MRI). She performed some tests to find out where the right side migrated essure could be (result not provided at time of this report (B)(6) 2021. Product removal date updated from (B)(6) 2022 to (B)(6) 2022. Follow up report: commission has no jurisdiction to hear the claim filed by the patient. To issue this opinion, the commission considers that in view of the medical certificate written by doctor (that did not evidence any pathology) the damages suffered by the patient do not meet the alternative threshold criteria provided by the heath public code regarding jurisdiction of the commission, and consequently, decide to dismiss the claim filed by the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. [Computerised tomogram pelvis] on (B)(6) 2021: revealed a left essure that had an unusual appearance with an "added" metallic component, nodular, measured at 6 mm. [Magnetic resonance imaging abdominal] on (B)(6) 2021: right essure implant was absent. Lot number: 626282. Manufacturing date: 2007-12. Expiration date: 2009-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-mar-2023: follow up was received via lawyer: no new clinical information received. Symptoms changed to events: upper abdominal pain (previously: symptom of gastritis), renal pain and urinary tract infection (previously symptoms of renal disorder). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-sep-2021. The most recent information was received on 05-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("one essure from the right side has migrated"), heavy menstrual bleeding ("menorrhagia") and pelvic pain ("pelvic pain since insertion") in a 52 year-old female patient who had essure inserted (lot no. 626282) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of meteorism and cervix lesion. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4810 days after essure insertion, she experienced back pain ("bad pain in back / backache"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), heavy menstrual bleeding (seriousness criterion medically important), pelvic pain (seriousness criterion intervention required), abdominal pain upper ("bad pain in stomach"), renal pain ("bad pain in kidney"), ear infection ("otitis"), urinary tract infection ("urinary tract infections"), headache ("headache"), memory impairment ("impaired memory"), chills ("chills"), gastritis ("gastritis"), renal disorder ("kidney disorders"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), genital haemorrhage ("bleeding"), dizziness ("dizziness"), alopecia ("hair loss"), diarrhoea ("severe diarrhoea"), pain ("pain throughout the body"), fatigue ("fatigue"), migraine ("migraine"), sinusitis ("ear/nose/throat infections (sinuses)"), bronchitis ("ear/nose/throat infections (bronchial tube)"), premenstrual syndrome ("premenstrual syndrome"), cervical polyp ("pseudoangiomatous endocervical polyp"), uterine cervix stenosis ("stenosis of the endocervix"), pollakiuria ("pollakiuria"), cognitive disorder ("cognitive problems"), burnout syndrome ("burn out"), sleep disorder ("sleep disorders"), abnormal weight gain ("heavy weight gain"), myalgia ("muscle pain"), ear pruritus ("itching of the ear canal"), tinnitus ("tinnitus"), dry eye ("dry eye syndrome"), dry skin ("dry skin"), pruritus ("itching"), urticaria ("hives"), neck pain ("neck pain"), gait disturbance ("difficulty walking for a long time") and palpitations ("palpitations"). The patient was treated with surgery (uterus and fallopian tubes removed and on 22 november 2013, a hysteroscopy with curettage and thermal coagulation of endometrium). At the time of the report, the back pain, headache, memory impairment, chills, renal disorder, abdominal pain, arthralgia, dizziness, alopecia, diarrhoea, pain, fatigue and migraine were resolving and the ear infection, gastritis, sinusitis and bronchitis had not resolved. The outcomes for device dislocation, heavy menstrual bleeding, pelvic pain, genital haemorrhage, premenstrual syndrome, cervical polyp, uterine cervix stenosis, pollakiuria, cognitive disorder, burnout syndrome, sleep disorder, abnormal weight gain, myalgia, ear pruritus, tinnitus, dry eye, dry skin, pruritus, urticaria, neck pain and gait disturbance were unknown. The reporter considered abdominal pain, abdominal pain upper, abnormal weight gain, alopecia, arthralgia, back pain, bronchitis, burnout syndrome, cervical polyp, chills, cognitive disorder, device dislocation, diarrhoea, dizziness, dry eye, dry skin, ear infection, ear pruritus, fatigue, gait disturbance, gastritis, genital haemorrhage, headache, heavy menstrual bleeding, memory impairment, migraine, myalgia, neck pain, pain, pelvic pain, pollakiuria, premenstrual syndrome, pruritus, renal disorder, renal pain, sinusitis, sleep disorder, tinnitus, urinary tract infection, urticaria and uterine cervix stenosis to be related to essure administration. No causality assessment was received for essure with regard to palpitations. The reporter commented: she was waiting to come back for a magnetic resonance imaging (MRI). She performed some tests to find out where the right side migrated essure could be (result not provided at time of this report 23-sep-2021. Product removal date updated from 01-jan-2022 to 07-jan-2022. Follow up report: commission has no jurisdiction to hear the claim filed by the patient. To issue this opinion, the commission considers that in view of the medical certificate written by doctor (that did not evidence any pathology) the damages suffered by the patient do not meet the alternative threshold criteria provided by the heath public code regarding jurisdiction of the commission, and consequently, decide to dismiss the claim filed by the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. [Computerised tomogram pelvis] on (B)(6) 2021: revealed a left essure that had an unusual appearance with an "added" metallic component, nodular, measured at 6 mm. [Magnetic resonance imaging abdominal] on (B)(6) 2021: right essure implant was absent. Lot number:626282 manufacturing date: 2007-12 expiration date: 2009-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: event palpitations added. Essure insertion date added. Surgery added to heavy menses. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-sep-2021. The most recent information was received on 25-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("one essure from the right side has migrated") in a 52 year-old female patient who had essure inserted (lot no. 626282) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2021 she experienced back pain ("bad pain in back / backache"). Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criteria medically important and intervention required), ear infection ("otitis"), headache ("headache"), memory impairment ("impaired memory"), chills ("chills"), gastritis ("gastritis") with abdominal pain upper, renal disorder ("kidney disorders") with urinary tract infection and renal pain, abdominal pain ("abdominal pain"), arthralgia ("joint pain"), genital haemorrhage ("bleeding"), dizziness ("dizziness"), alopecia ("hair loss"), diarrhoea ("severe diarrhoea"), pain ("pain throughout the body"), fatigue ("fatigue"), migraine ("migraine"), sinusitis ("ear/nose/throat infections (sinuses)") and bronchitis ("ear/nose/throat infections (bronchial tube)"). The patient was treated with surgery (uterus and fallopian tubes removed). At the time of the report, the back pain, headache, memory impairment, chills, renal disorder, abdominal pain, arthralgia, dizziness, alopecia, diarrhoea, pain, fatigue and migraine were resolving and the ear infection, gastritis, sinusitis and bronchitis had not resolved. The outcomes for device dislocation and genital haemorrhage were unknown. No causality assessment was received for essure with regard to back pain, ear infection, headache, memory impairment, chills, gastritis, renal disorder, abdominal pain, arthralgia, device dislocation, genital haemorrhage, dizziness, alopecia, diarrhoea, pain, fatigue, migraine, sinusitis or bronchitis. The reporter commented: she was waiting to come back for a magnetic resonance imaging (MRI). She performed some tests to find out where the right side migrated essure could be (result not provided at time of this report (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. Lot number: 626282, manufacturing date: 2007-12, and expiration date: 2009-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-oct-2022: events: bleeding,ear/nose/throat infections (sinuses, bronchial tube), hair loss, pain throughout the body, severe diarrhea, fatigue, dizziness, migraine, outcomes of events, product removal details, indication, action taken with drug added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on 20-dec-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("one essure from the right side has migrated") and pelvic pain ("pelvic pain since insertion") in a 52 year-old female patient who had essure inserted (lot no. 626282) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of meteorism and cervix lesion. On (B)(6) 2021 she experienced back pain ("bad pain in back / backache"). Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion intervention required), ear infection ("otitis"), headache ("headache"), memory impairment ("impaired memory"), chills ("chills"), gastritis ("gastritis") with abdominal pain upper, renal disorder ("kidney disorders") with urinary tract infection and renal pain, abdominal pain ("abdominal pain"), arthralgia ("joint pain"), genital haemorrhage ("bleeding"), dizziness ("dizziness"), alopecia ("hair loss"), diarrhoea ("severe diarrhoea"), pain ("pain throughout the body"), fatigue ("fatigue"), migraine ("migraine"), sinusitis ("ear/nose/throat infections (sinuses)"), bronchitis ("ear/nose/throat infections (bronchial tube)"), heavy menstrual bleeding ("menorrhagia"), premenstrual syndrome ("premenstrual syndrome"), cervical polyp ("pseudoangiomatous endocervical polyp"), uterine cervix stenosis ("stenosis of the endocervix"), pollakiuria ("pollakiuria"), cognitive disorder ("cognitive problems"), burnout syndrome ("burn out"), sleep disorder ("sleep disorders"), abnormal weight gain ("heavy weight gain"), myalgia ("muscle pain"), ear pruritus ("itching of the ear canal"), tinnitus ("tinnitus"), dry eye ("dry eye syndrome"), dry skin ("dry skin"), pruritus ("itching"), urticaria ("hives"), neck pain ("neck pain") and gait disturbance ("difficulty walking for a long time"). The patient was treated with surgery (uterus and fallopian tubes removed). At the time of the report, the back pain, headache, memory impairment, chills, renal disorder, abdominal pain, arthralgia, dizziness, alopecia, diarrhoea, pain, fatigue and migraine were resolving and the ear infection, gastritis, sinusitis and bronchitis had not resolved. The outcomes for device dislocation, pelvic pain, genital haemorrhage, heavy menstrual bleeding, premenstrual syndrome, cervical polyp, uterine cervix stenosis, pollakiuria, cognitive disorder, burnout syndrome, sleep disorder, abnormal weight gain, myalgia, ear pruritus, tinnitus, dry eye, dry skin, pruritus, urticaria, neck pain and gait disturbance were unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, bronchitis, burnout syndrome, cervical polyp, chills, cognitive disorder, device dislocation, diarrhoea, dizziness, dry eye, dry skin, ear infection, ear pruritus, fatigue, gait disturbance, gastritis, genital haemorrhage, headache, heavy menstrual bleeding, memory impairment, migraine, myalgia, neck pain, pain, pelvic pain, pollakiuria, premenstrual syndrome, pruritus, renal disorder, sinusitis, sleep disorder, tinnitus, urticaria and uterine cervix stenosis to be related to essure administration. The reporter commented: she was waiting to come back for a magnetic resonance imaging (MRI). She performed some tests to find out where the right side migrated essure could be (result not provided at time of this report (B)(6) 2021. Product removal date updated from (B)(6) 2022 to (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. [Computerised tomogram pelvis] on (B)(6) 2021: revealed a left essure that had an unusual appearance with an "added" metallic component, nodular, measured at 6 mm. [Magnetic resonance imaging abdominal] on (B)(6) 2021: right essure implant was absent. Lot number:626282. Manufacturing date: 2007-12. Expiration date: 2009-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-dec-2022: events: pelvic pain (pelvic pain since insertion), menorrhagia, premenstrual syndrome, pseudoangiomatous endocervical polyp, stenosis of the endocervix, pollakiuria, cognitive problems, burn out,muscle pain sleep disorders, heavy weight gain, itching of the ear canal, tinnitus, dry eye syndrome, dry skin, itching, hives, difficulty walking for a long time added. Lawyer reporter, medical history, reporter causality comment added. Patient date of birth updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). One essure from the right side has migrated [device migration]. Menorrhagia [menorrhagia]. Pelvic pain since insertion [pelvic pain female]. Bad pain in back / backache [pain back]. Bad pain in stomach [stomach pain]. Bad pain in kidney [pain kidney]. Otitis [otitis]. Urinary tract infections [recurrent urinary tract infection]. Headache [headache]. Impaired memory [memory impaired]. Chills [chills]. Gastritis [gastritis]. Kidney disorders [kidney disorder]. Abdominal pain [abdominal pain]. Joint pain [joint pain]. Bleeding [genital bleeding]. Dizziness [dizziness]. Hair loss [hair loss]. Severe diarrhoea [diarrhea]. Pain throughout the body [general body pain]. Fatigue [fatigue]. Migraine [migraine]. Ear/nose/throat infections (sinuses) [sinusitis]. Ear/nose/throat infections (bronchial tube) [bronchial infection]. Premenstrual syndrome [premenstrual syndrome]. Pseudoangiomatous endocervical polyp [endocervical polyp]. Stenosis of the endocervix [uterine cervix stenosis]. Pollakiuria [pollakiuria]. Cognitive problems [cognitive disturbance]. Burn out [burn-out syndrome]. Sleep disorders [sleep disorder]. Heavy weight gain [abnormal weight gain]. Muscle pain [muscle pain]. Itching of the ear canal [ear pruritus]. Tinnitus [tinnitus]. Dry eye syndrome [dry eye syndrome]. Dry skin [dry skin]. Itching [itching]. Hives [hives]. Neck pain [neck pain]. Difficulty walking for a long time [difficulty in walking]. Palpitations [palpitations]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-sep-2021. The most recent information was received on 18-sep-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("one essure from the right side has migrated"), heavy menstrual bleeding ("menorrhagia") and pelvic pain ("pelvic pain since insertion") in a 52-year-old female patient who had essure inserted (lot no: 626282) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cervix lesion in 2007 and laser prostatectomy and meteorism. Concurrent conditions were listed as epigastric pain since 2014 as well as endocervical polyp, laryngitis, black stools, rectorrhagia, diarrhea, antral gastritis, hemangioma of liver, epigastric pain, carpal tunnel syndrome, scapula pain, endometrial hyperplasia, eczema, dermatosis, back pain, abdominal pain, pelvic pain female, leg pain, diarrhea, asthenia, weight gain, urinary infection, pollakiuria, chills, loss of libido, uterine cervix stenosis, insomnia, mood disorder, migraine, pyrosis, regurgitation, aerophagia, bloating, menometrorrhagia, hot flushes and dysmenorrhea. Concomitant products included exacyl (tranexamic acid) and precyclan (bendroflumethiazide, flumedroxone acetate, meprobamate). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4810 days after essure insertion, she experienced back pain ("bad pain in back / backache"). On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), heavy menstrual bleeding (seriousness criterion medically important), pelvic pain (seriousness criterion intervention required), abdominal pain upper ("bad pain in stomach"), renal pain ("bad pain in kidney"), ear infection ("otitis"), urinary tract infection ("urinary tract infections"), headache ("headache"), memory impairment ("impaired memory"), chills ("chills"), gastritis ("gastritis"), renal disorder ("kidney disorders"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), genital haemorrhage ("bleeding"), dizziness ("dizziness"), alopecia ("hair loss"), diarrhoea ("severe diarrhoea"), pain ("pain throughout the body"), fatigue ("fatigue"), migraine ("migraine"), sinusitis ("ear/nose/throat infections (sinuses)"), bronchitis ("ear/nose/throat infections (bronchial tube)"), premenstrual syndrome ("premenstrual syndrome"), cervical polyp ("pseudoangiomatous endocervical polyp"), uterine cervix stenosis ("stenosis of the endocervix"), pollakiuria ("pollakiuria"), cognitive disorder ("cognitive problems"), burnout syndrome ("burn out"), sleep disorder ("sleep disorders"), abnormal weight gain ("heavy weight gain"), myalgia ("muscle pain"), ear pruritus ("itching of the ear canal"), tinnitus ("tinnitus"), dry eye ("dry eye syndrome"), dry skin ("dry skin"), pruritus ("itching"), urticaria ("hives"), neck pain ("neck pain"), gait disturbance ("difficulty walking for a long time") and palpitations ("palpitations"). The patient was treated with luteran (chlormadinone acetate), amycor (bifonazole), mycoster (ciclopirox olamine), pariet (rabeprazole sodium), gavisconell (calcium carbonate, sodium alginate, sodium bicarbonate), of locet (ofloxacin), flagyl (metronidazole benzoate), smecta (diosmectite) and tiorfanor (racecadotril) as well as surgery (uterus and fallopian tubes removed and on (B)(6) 2013, a hysteroscopy with curettage and thermal coagulation of endometrium). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, headache, memory impairment, chills, renal disorder, abdominal pain, arthralgia, dizziness, alopecia, diarrhoea, pain and fatigue were resolving, the back pain and migraine had resolved and the ear infection, gastritis, sinusitis, bronchitis and palpitations had not resolved. The outcomes for device dislocation, heavy menstrual bleeding, genital haemorrhage, premenstrual syndrome, cervical polyp, uterine cervix stenosis, pollakiuria, cognitive disorder, burnout syndrome, sleep disorder, abnormal weight gain, myalgia, ear pruritus, tinnitus, dry eye, dry skin, pruritus, urticaria, neck pain and gait disturbance were unknown. The reporter considered abdominal pain, abdominal pain upper, abnormal weight gain, alopecia, arthralgia, back pain, bronchitis, burnout syndrome, cervical polyp, chills, cognitive disorder, device dislocation, diarrhoea, dizziness, dry eye, dry skin, ear infection, ear pruritus, fatigue, gait disturbance, gastritis, genital haemorrhage, headache, heavy menstrual bleeding, memory impairment, migraine, myalgia, neck pain, pain, pelvic pain, pollakiuria, premenstrual syndrome, pruritus, renal disorder, renal pain, sinusitis, sleep disorder, tinnitus, urinary tract infection, urticaria and uterine cervix stenosis to be related to essure administration. No causality assessment was received for essure with regard to palpitations. The reporter commented: she was waiting to come back for a magnetic resonance imaging (MRI). She performed some tests to find out where the right side migrated essure could be (result not provided at time of this report 23-sep-2021. Product removal date updated from on (B)(6) 2022. Follow up report: commission has no jurisdiction to hear the claim filed by the patient. To issue this opinion, the commission considers that in view of the medical certificate written by doctor (that did not evidence any pathology) the damages suffered by the patient do not meet the alternative threshold criteria provided by the heath public code regarding jurisdiction of the commission, and consequently, decide to dismiss the claim filed by the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. [Biopsy stomach] on (B)(6) 2015: oedematous and congestive gastritis with an erosive tendency, on a slightly atrophic mucosa, without dysplastic character. No helicobacter pylori was found. [Colonoscopy] (date unknown): a moderate colic diverticulosis was found with ecchymosis valvulus of sigmoiditis, without any other lesion and no polypus. [Computerised tomogram pelvis] on (B)(6) 2021: revealed a left essure that had an unusual appearance with an "added" metallic component, nodular, measured at 6 mm. [Magnetic resonance imaging pelvic] on (B)(6) 2021: right essure implant was absent. [Ultrasound pelvis] on (B)(6) 2009: no conclusion mentioned.; (date unknown): possible polypoid endometrial hypertrophy on an uterus of normal morphology [x-ray] (date unknown): showed a tendinopathy with a voluminous calcification on the left side and tiny asymptomatic calcifications on the right side lot number: 626282, manufacturing date: 2007-12, expiration date: 2009-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-sep-2024: medical record received. Event outcome updated. Medical history added. Treatment drugs & lab data added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('bad pain in back') in a (B)(6) year-old female patient who had essure (batch no. 626282) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient experienced back pain (seriousness criterion medically significant), abdominal pain upper ("bad pain in stomach") and renal pain ("bad pain in kidney"). At the time of the report, the back pain, abdominal pain upper and renal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain and renal pain with essure. The reporter commented: she was waiting to come back for a magnetic resonance imaging (MRI). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.